Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, steroids and antibiotics were given. Patient is now fine following steroid treatment.

Event description:
According to the reporter: the patient had inflammation.